Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) gave a helium loss alarm during use on a patient. Therefore, the iabp was replaced by a backup one. Patient outcome: reported as "good". There was no patient death, serious injury or patient complication reported.

Manufacturer narrative:
Qn# (B)(4). For related complaint on the same patient see MDR #3010532612-2018-00132 and tc #(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of "helium loss alarm" is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that the intra-aortic balloon pump (iabp) gave a helium loss alarm during use on a patient. Therefore, the iabp was replaced by a backup one. Patient outcome: reported as "good". There was no patient death, serious injury or patient complication reported.